Event description:
(B)(3). Same case as MFR report #: 2134265-2010-02386. It was reported that following a stenting treatment procedure, the patient presented with angina and in stent restenosis. The index lesion treated the 90% stenosed, 3.5x50mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation, the placement of two taxus liberte stents (3.5x20mm, 3.5x32mm) and post dilation resulting in 0% residual stenosis. The patient was discharged two days later without complication on aspirin and clopidogrel. At the 3 and 6 month follow up visits, stable angina was revealed. At the 9 month follow up visit, restenosis was found. Reintervention the same day treated the 90% restenosed, 3.5x18mm lesion located in the mid rca with a non bsc stent and angioplasty resulting in 0% residual stenosis. An additional lesion located in the 99% stenosed, 3.50x25mm proximal rca was treated with poba and the placement of two non bsc stents resulting in 0% residual stenosis. The outcome was listed as 'resolved" and the patient was discharged 2 days later on aspirin and clopidogrel. Per the physician, the event was listed as "possibly related" to the study stents.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).